Manufacturer narrative:
(B) (4).

Event description:
The pt was having coupling and/or communication issues when recharging. It was suspected that the implantable neurostimulator (ins) was over-discharged. In (B) (6) 2010, it was reported that the ins was not reprogrammed successfully and the pt was unable to successfully recharge. The ins was replaced.